Event description:
It was reported that a user of the ilet bionic pancreas experienced recurrent low glucose episodes and paused insulin delivery multiple times per day to avoid perceived hypoglycemia, including after drinking sugared coffee without announcing a meal; the pump delivered correction doses for rising glucose followed by a decline to a reported sensor value of 63 mg/dl, after which the user paused the pump and self-treated by eating breakfast without announcing. Symptoms included thirst, nausea, headache, body aches during hyperglycemia with a peak of264 mg/dl and sadness and irritability during hypoglycemia. Outcomes included serious injury requiring unexpected medical intervention in the form of oral glucose, with education provided on treating hypoglycemia with up to 15 grams of fast-acting carbohydrates and on risks of pausing insulin delivery. Investigation included customer interview and review of use patterns related to missed meal announcements, pausing therapy, and glucose trends. Investigation of this case revealed use-related factors, including frequent pump pauses and non-announcement of meals that contributed to overtreatment and subsequent hypoglycemia, with no evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user technique and therapy management, with recommendation for further training and follow-up with the healthcare provider.